Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube, the device experienced clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the customer "we collected 10 tubes and did notice the phenomena of the latent fibrin formation post refrigeration at 5c."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube, the device experienced clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the customer "we collected 10 tubes and did notice the phenomena of the latent fibrin formation post refrigeration at 5c.".

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode.